Event description:
The plastic connector fitting portion of the tubing cracked. Helium filled the sheath instead of the balloon. The iab was removed and replaced. No pt injury or further complications occurred. The pt is reported to be in stable condition.